Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter receieved and evaluated the device. The device was found in specificaiton in relation to the reported system error 105, which was not confirmed or reproduced. Review of the event history log found no evidence of the system error 105. Upon start up, a system error 107 was observed. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-00676 can be removed from the FDA database.